Event description:
It was reported that the bd phaseal¿ optima connector (c35-o) separated from the injectors luer lock during use. The following information was provided by the initial reporter: "end user (nurse) communicated while using phaseal optima connector (515070) came unlured from patient's line as one whole unit (injector 515052) w/ the connector resulting in possible chemo leak." "Etoposide phosphate, IV over 2hrs: this was the 1st incident, connector and injector dicconected as one unit from the closest port to the patient (it un lured). Rn communicated she may or may not have secured it tightly. Tm on site shortly after".

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2009503, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Four retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal" optima connector (c35-o) separated from the injectors luer lock during use. The following information was provided by the initial reporter: "end user (nurse) communicated while using phaseal optima connector (515070) came unlured from patients line as one whole unit (injector 515052) w/ the connector resulting in possible chemo leak." "Etoposide phosphate, IV over 2hrs: this was the 1st incident, connector and injector dicconected as one unit from the closest port to the patient (it un lured). Rn communicated she may or may not have secured it tightly. Tm on site shortly after"